Event description:
Received foreign report from sweden regarding easy warm active self-warming blanket. Patient suffered burns with blistering while using easy warm heating blanket. The blanket was placed directly on the patient's skin and nothing was placed on top to cause added pressure. The patient had no contraindications such as cortisone treatment or similar. Burns that blister are generally second-degree burns, also known as partial thickness burns. These burns damage the outer layer of skin (epidermis) and part of the underlying layer (dermis), resulting in redness, swelling, pain, and the formation of blisters. Follow attempts to gather additional information have proved unsuccessful to date. In the absence of treatment specifics and degree diagnosis, we will take the conservative approach and classify this event as a serious injury associated with the use of a molnlycke product. If additional information is received, a supplemental report will be filed.